Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is having difficulty communicating with the scs ipg using the model 3722 charging system. The patient also reported she has lost weight. Troubleshooting attempts did not resolve the communication issue. Follow-up identified the patient is no longer receiving stimulation and has not used/charged the scs system since at least november of 2013 (hospitalized due to a heart attack). Furthermore, it was reported an sjm representative as well as the physician confirmed the communication issue. Surgical intervention will be taken to address the issue.